Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed higher than usual insulin use and, upon guidance, removed the insulin cartridge from the ilet and found the outside of the cartridge wet, consistent with a suspected cartridge leak; the user attributed this to handling error and replaced the cartridge, then planned to monitor for additional leaking. Symptoms included none, and the user reported blood glucose of 144 mg/dl without hypoglycemia or hyperglycemia. Outcomes included no injury and no medical intervention. Investigation included a review of user feedback and troubleshooting with visual inspection by the user. Investigation of this case revealed evidence consistent with a leaking cartridge with user-attributed error and no device alarms. It was concluded that the event was non-serious with a probable user handling issue and no adverse health effect.